Manufacturer narrative:
Combination product: yes. Reference CAPA# nc-24-004. Neither the complaint product nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the product was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes neither the complaint product nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the product was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device was advanced and would not cross a moderately calcified lesion (90 percent stenosis degree) in a severely tortuous part of the mid rca. Additional dilatation was performed. Since the edge of this stent was lifted up, another 3.0/15 orsiro mission stent was used and was successfully placed.